Event description:
A hospital in (B)(6) reported that an rd900aeu neopuff infant resuscitator had a "leaking gas inlet, unable to maintain peep, also cracked casing". This was observed prior to patient use.

Event description:
A hospital in (B)(6) reported that an (B)(4) neopuff infant resuscitator had a "leaking gas inlet, unable to maintain peep, also cracked casing". This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) neopuff unit was returned to fisher & paykel healthcare (fph) service centre in (B)(6) where it was inspected by a trained fph technician. The returned neopuff unit was visually inspected for damage and performance tested in accordance with the neopuff technical manual. The defective fascia and valve system were returned to fph in (B)(4) for further inspection. Results: visual inspection of the reuturned neopuff components revealed that the enclosure and gas inlet port were cracked. A lot check revealed one other complaint of this nature for lot number 040214. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the physical damage to the enclosure and gas inlet port were caused by some sort of impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The neopuff was fitted with a new valve and front panel assembly, given a full performance check, and returned to the customer to be put back into service.